Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, "during firing, two staples are released at once". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The trigger was returned engaged. There was evidence of use in the form of biological material on the device. The stapler was returned with zero staples remaining in the cover block, indicating that every staple was fired by the customer. The stapler was returned with no staples remaining; therefore, functional inspection could not be performed. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The stapler was returned with no staples remaining in the cover block. For this reason, functional testing could not be performed, and the reported complaint could not be confirmed. The reported complaint of "misfire/jamming-multiple staples firing" was not confirmed based upon the sample received. The stapler was returned with no staples remaining in the cover block. For this reason, functional testing could not be performed, and the reported complaint could not be confirmed. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that prior to use, "during firing, two staples are released at once". No patient involvement.